Manufacturer narrative:
B5: additional information received: it was confirmed there was no damage noted to the device before use. It was handled properly without great force and flushed normally. It was a 0.35 (lunderquist) guidewire that was attempted to be loaded into the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (B)(6) was intended to be implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure, the device was prepped normally, but when the device was placed over the wire it would not track over the wire. The wire would not go through the device. Multiple attempts were made to pass the wire through the device, but it was but it was unsuccessful. A replacement stent graft was implanted successfully, and the procedure was complete. Per the physician the cause of the difficultly to track the device was device related. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Device evaluation summary the delivery system returned with the external slider in the home position and the stent graft deployed. The device was flushed via the backend luer with water observed exiting the taper tip. Two kinks were visible on the graft cover and the spiral tubing underneath. A 0.035-inch guidewire was loaded via the taper tip and advanced; resistance was noted, and the guidewire could not advance past the kink. The guidewire was loaded via the backend luer and advanced; resistance was noted at the proximal kink and the guidewire could not be advanced past the kink. The reported insertion difficulties were confirmed based on the presence on kinks on the returned device. However, analysis could not determine if the kinks occurred pre or post attempted loading of the procedural guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.